Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s wife reported via phone call that customer experienced high blood glucose. Blood glucose reading went up to 407 mg/dl. Customer reported that insulin pump had insulin flow block alarm and not able to bolus. The insulin pump will not be returned for analysis.